Event description:
It was reported that the patient had two syncope episodes because of bradyarrhythmia and one hematoma at the head/nose. The pacemaker could no longer be interrogated. The electrogram showed that there was bradyarrhythmia of 35 beats per minute and less. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.